Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm with the pump. Reportedly, the customer changed out the site and did not observe any bent cannulas. The customer reported experiencing elevated blood glucose levels, however did not provide a bg value. Although requested, no further information was provided.